Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics in 2023 (specific date and duration not reported). The patient was also hospitalized in (B)(6) 2024 for administration of IV and oral antibiotics for 6 days (specific date not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 29, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 04, 2024.